Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. The device system was checked with acceptable measurements achieved. The physician subsequently explanted and replaced the device. During the explant procedure, there was fibrosis noted in the device pocket. No additional adverse patient effects were reported.